Event description:
Reportable based on device analysis completed on 09-nov-2018. It was reported that crossing difficulties were encountered. The tight target lesion was located in the left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed pinhole. Returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed minor kinks on the hypotube at 7.5cm, 16cm, and 50cm from the hub. Microscopic examination revealed a pinhole in the balloon 7mm from the tip. There is blood present in the balloon and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.